Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead threshold had increased. A fluoroscopy image was taken which showed a lack of slack in the lead. A revision procedure was performed to reintroduce slack. The rv lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.